Event description:
It was reported that this pacemaker was discovered to have been in safety core mode. A revision procedure has been scheduled; however, the pacemaker remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was discovered to be in safety core mode. A revision procedure has been scheduled; however, the pacemaker remains in service at this time. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The whereabouts of the pacemaker are not known at this time and there is no evidence of device return at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.